Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2018, that on approximately (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on 03/10/2018. The patient stated that after wearing the sensor for three days, it became itchy. Sensor was removed on day five of use due to itchiness, and patient found a rash. The affected area was on the abdomen at the waistline. Additionally, the patient stated he has sensitive skin and talked to his doctor about the skin reaction on (B)(6) 2018. The doctor recommended applying non-prescription aloe onto the insertion site before applying sensor. At the time of contact, it was indicated that the patient was doing fine. No additional event or patient information is available.